Event description:
It was reported that, approximately three months following a tvt procedure, a vaginal extrusion of the tvt tape developed. The physician noted that the tape appeared frayed and that tiny fibers were protruding through the anterior vaginal wall. The extrusion was first noted by the pt's husband during intercourse. The physician took the pt back to the operating room, extended the vaginal defect and removed 2cm of mesh. The physician conjectures that when the sheath is difficult to remove, he uses an instrument to stabilize the mesh and that, perhaps the instrument damaged the mesh. The physician noted that the mesh was intact prior to positioning. The pt remains continent.